Manufacturer narrative:
The cause for the false positive troponin advia centaur xp result is unknown. There were no other known discordant tni results reported. The quality controls results were acceptable. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and discordant when compared to follow up repeat testing. The sample was repeated on a second advia centaur system and the tni result was negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.